Manufacturer narrative:
One infusion pump was received in relation to the reported event. All of the tamper seals were found to be intact. A review of the history log did not confirm the reported event, however the event history log showed a "cassette not attached properly" alarm which may be related to the reported event. A function test of the device was completed and was unable to replicate the reported event. Bot the downstream and upstream sensors passed occlusion testing. The event could not be confirmed. As a preventive maintenance, the downstream sensor was recalibrated. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that, on initial use of the device downstream occlusion sensor had voltage stuck at 137-138mv. There was no patient involvement reported.